Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported implant loss sf - 04831504. Implant was not integrated when the immediate loaded temporary was removed. Attempted to remove/separate the multi-base abutment but it was not possible. The abutment and the implant came out with cotton pliers as one piece. Full arch temporary prosthesis screwed on the multi-base abutments.